Manufacturer narrative:
Based on the results of the completed investigation, the root cause of the reportable malfunction could not be specified, but it is likely due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was discovered that the connection between the bronchofibervideoscope¿s bending section and distal end had become detached due to adhesive peeling around the bending tube. No patients were involved in the incident.